Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted minor scratches on the case. A large hole was also noted in the rv seal plug. Interrogation of the battery noted it was at end of life. A review of the device memory noted no resets or error codes. The device passed longevity calculations and bin hopping analysis noted the device was operating near a bin edge. The battery status was reset so atrial and ventricular electrical measurements could be performed. Measurements throughout these were within normal limits. Analysis was unable to confirm the allegation noted against the device in the field and concluded such battery behavior to be the result of bin hopping.

Event description:
It was reported that the battery of this pacemaker was suspected to have prematurely depleted due to an increase in right ventricular lead thresholds. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to have prematurely depleted due to an increase in right ventricular lead thresholds. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.